Event description:
It was reported that the balloon ruptured, and the procedure was cancelled. A 2mm x 40mm x 145cm coyote? Es balloon catheter was selected for use in a femoro-popliteal left leg crossover angioplasty procedure. The patient had vascular calcifications. After dilation, the balloon ruptured during its removal. The device was replaced with a 2mm x 20mm x 143cm coyote? Es balloon catheter, and the same problem occurred. Both balloons were successfully removed from the body. The procedure was cancelled. There were no patient complications as a result of this event.